Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse as the mobile device lost power. No injury or medical intervention was reported.